Manufacturer narrative:
The reported catheter issue was confirmed based on visual inspection. The proximal end of the 1st loop of the serpentine balloon was completely detached off from the catheter shaft. The probable root cause of the reported issue could be a latent material defect. A visual inspection of the returned catheter was performed. The proximal end of the 1st loop of the serpentine balloon was observed to be detached from the shaft. The serpentine balloons and proximal luered tubing was covered with the blood residue. All infusion ports were flushed without resistance. Based on the condition of the returned catheter, the pressurized functional testing could not be performed. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Therefore, it is unlikely that the catheter was defective when shipped. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for a catheter with a lot number 97583.

Event description:
During the ivtm therapy, the solex 7 catheter was inserted into the right internal jugular vein. The insertion was smooth. The patient's temperature at the beginning of the cooling mode was 39,8°c. The target temperature was 37°c. On the sixth day of ivtm therapy, the saline bag was noticed empty and the thermogard console generated an air trap alarm. The patient's temperature was 36.9°c. There were no signs of fluid on the floor or near the patient's bed. The catheter leak was suspected. The catheter was replaced and the customer was able to continue with the treatment utilizing the same console. No consequences or impact to patient was reported. Following the solex 7 catheter replacement, the user tested the catheter by injecting saline fluid into the inflow lumen, and the fluid was observed coming out from the serpentine balloon.